Manufacturer narrative:
Additional information section g5: the PMA/510(k) # code was not populated. The code is the following one: p130010_ p950029_p980049.

Event description:
Reportedly, loss of capture at 3.5v for 1ms (5v for 0.35ms) for a lead implanted in the septum . The others measurements were as follows : the ventricular impedance : 504ohms and the ventricular sensing15.3mv. The lead was explanted and a new lead was implanted. Nb: during the reintervention procedure it was noticed that there were a multiple ischemic areas (loss of capture at 5 v) .

Event description:
Reportedly, loss of capture at 3.5v for 1ms (5v for 0.35ms) for a lead implanted in the septum . The others measurements were as follows : the ventricular impedance : 504ohms and the ventricular sensing15.3mv. The lead was explanted and a new lead was implanted. Nb: during the reintervention procedure it was noticed that there were a multiple ischemic areas (loss of capture at 5 v) .

Manufacturer narrative:
Correction information g2: report source.

Event description:
Reportedly, loss of capture at 3.5v for 1ms (5v for 0.35ms) for a lead implanted in the septum . The others measurements were as follows : the ventricular impedance : 504ohms and the ventricular sensing15.3mv. The lead was explanted and a new lead was implanted. Nb: during the reintervention procedure it was noticed that there were a multiple ischemic areas (loss of capture at 5 v) .